Manufacturer narrative:
Subject: qv otc, stuck swab in reagent then nose--tss advised please follow up with a hcp investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer?s reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.

Event description:
Qv otc, stuck swab in reagent then nose--tss advised please follow up with a hcp.